Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter shaft broke/leaked. An angiojet solent omni was selected for a thrombectomy treatment procedure within the left iliac vein. During unpacking, the physician found the catheter shaft was broken/folded/kinked. During priming, the catheter was leaking saline at the folded/kinked portion of the shaft and the device could not complete priming. The device was replaced and completed the procedure with no complications. The patients status was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the boot was about 1/3 full of fluid. There were numerous kinks throughout the device; however, none of the kinks were hole or leaked. Microscopic and visual inspection of the device revealed that the boot vent hole was not complete and cut all the way through the boot wall. Functional testing was performed by placing the device in the angiojet console. Functional testing was started but the ¿check saline supply¿ error was displayed on the console and the device would not prime. The under-pressure alarm was over rode to analyze the device further. There was no leak at the male connector during the prime or thrombectomy modes. The device was removed from the console and the boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal and low pressure seal (silicone ring) were removed. Neither was damaged and were placed back into the pump. The seal cap was replaced and tightened down until tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the ¿check saline error¿ displayed on the console again. The outer shaft was cut to check the hypotube for any breakage or cracks. The hypotube was microscopically inspected and it was found that there was a hole and cracks in the hypotube shaft with corrosion/discoloration and thinning of the shaft wall 55cm distal of strain relief. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported the catheter shaft broke/leaked. An angiojet solent omni was selected for a thrombectomy treatment procedure within the left iliac vein. During unpacking, the physician found the catheter shaft was broken/folded/kinked. During priming, the catheter was leaking saline at the folded/kinked portion of the shaft and the device could not complete priming. The device was replaced and completed the procedure with no complications. The patients status was stable post procedure.